Manufacturer narrative:
The pump passed performance verification within product specification, including delivery accuracy. The frequency of death or serious injury reports for code 102 (overdelivery ) for breeze 175 products is approximately 0.00/million sets.

Event description:
Experience # 1 of 2 rec'd for this device. Overdelivery reported. The pump was in homecare use to infuse a 3 liter container of tpn at unspecified settings. The pump was in the pt's home for approx 3 mos. She returned the pump when she was scheduled to go into the hosp for surgery. She informed the home care facility that the pump seemed to deliver too fast and her tpn would complete before expected. There were no adverse effects to the pt. No add'l info was available.